Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they are experiencing pain when aligners are in and out. Patient feels like their jaw and face is swelling and it is hard for them to speak. Provided information on allergic reaction and asked patient to visit their physician.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.